Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that high threshold measurements on the right ventricular (rv) lead were observed during a routine follow-up. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed.the complete lead was returned and cuts were visually observed in the insulation. Blood/body fluid was noted in the cuts in the insulation. Additionally, blood/body fluid was noted in the helix housing. The lead was confirmed to be electrically continuous. Therefore, the clinical observations could not be confirmed. However, the insulation damage was confirmed to be induced.